Manufacturer narrative:
Investigation conclusion:customer data was reviewed showing all positive results are matched to typical amplification curves. Sample in question was requested for further evaluation but was not received. Numerous attempts were made to gather further information from the customer without success. Unable to determine cause, contamination is suspect. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting false positive sars result. Customer states the sample was confirmed negative by pcr. Symptomatic status of patient is unknown.